Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a chronic catheter placement procedure using a broviac cv catheter. It was reported that during the procedure, there was an alleged leak from the connector during the administration of medication. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. An in parallel split, was noted on the proximal portion of the clamping sleeve. The complaint sample was returned with the clamp disengaged. The edges of the in parallel split on the clamping sleeve were noted to be uneven. The surface could not be determined as additional damage would be caused in the area. An in house syringe with dye water was attached to the luer. Upon infusion, a leak from the in parallel split was observed while water exited the distal end of the catheter. Aspiration was attempted and was successful as water fully returned within the in-house syringe. Therefore, the investigation is confirmed for the reported fluid leak and identified catheter fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a chronic catheter placement procedure using a broviac cv catheter. It was reported that during the procedure, there was an alleged leak from the connector during the administration of medication. There was no reported patient injury.